Event description:
The rptr, a nurse, stated that meter to hcp meter comparison testing had been done for a pt. Pt's meter read 28mg/dl, and the facility hcp had a reading 138 mg/dl. The pt did not have any symptoms. No further info was given. No harm was alleged. F/u attempts to contact both the rptr and the pt to confirm report and provided add'l info have been unsuccessful.